Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the back on (B)(6) 2018. The patient stated a burning sensation began on the left side of the back halfway between bra and waistline. The skin burning covered the whole area where the sensor adhesive was located. On (B)(6) 2018 the sensor was removed due to burning sensation. After removal, the patient saw that the skin appeared to have been burned and described the burn as a third-degree burn. The patient used a skin tac wipe before applying sensor, and later treated the reaction with non-prescription resinol topical analgesic. No medical intervention was reported and no additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom medial safety team conducted a review of this allegation on (B)(6) /2018. It was determined that the patient did not allege that they were burned by the cgm, but rather had an irritation which looked similar to a burn. Furthermore, additional follow-up conducted with the patient confirmed that no medical intervention occurred and patient only used a topical ointment. Results of medical safety review have determined that this is not considered a reportable event.